Manufacturer narrative:
Manufacturer' investigation conclusion: incidental findings: fluid ingress inside both power cables. The reported events of atypical power cable disconnect and damage on the white power cable was confirmed via analysis of the log file and via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The controller event log file downloaded from the returned controller contained approximately 21 minutes of data ((B)(6) 2023 from 15:27:22 to 15:48:44 per the timestamp). Atypical power cable disconnect alarms activated due to the white power cable faults activating not consistent with power source exchanges; the alarm resolved shortly after activating each time. The driveline was disconnected on (B)(6) 2023 at 15:48:04 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Inspection of the returned controller revealed broken strain reliefs on the connector of the white power cable. The controller was tested in a mock circulatory loop while connected to a test power module/system monitor and to test 14v batteries, and the reported power cable disconnect alarm was reproduced while manipulating the white power cable near the connector. Evaluation of the underlying wires on the white power cable revealed wire fatigue on the brown wire, which is associated with the relative state of charge (rsoc) line. The underlying layers and wires of the white power cable were inspected revealing damage on a protective layer of the cable and that the brown wire was exposed near the white power cable connector; there was potential for contact between the exposed wire and the cable shielding. The wire fatigue observed or the exposed wire contacting the cable shielding while the cable was manipulated would have resulted in the alarm activating. No further testing was performed. The root cause of the reported event was determined to be damage on the white power cable; although not conclusively determined, repetitive flexing of the cable over time could have contributed to the damage on the power cable. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was getting continuous connect power alarms unless the white power cable of the controller was bent in a certain direction. Their white power cable itself was patent but there was broken down rubber near the power connection area, which was the suspected cause of the alarms. The controller was exchanged without issue and would be returned for evaluation.